Event description:
It was reported that during a thoracic procedure, the first device locked out on tissue. The device wouldn't open (red reverse pushed and gray handle would not move). Surgeon then attempted to fire second and third device alongside first and they would not fire at all. The case was completed with by firing a fourth device alongside first "stuck" device (same product code but different lot number). It is unknown how long case was delayed. There were no patient consequences reported and patient is doing fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The device did not fire.

Manufacturer narrative:
(B)(4). Upon review of the event, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. The analysis results found that one ec60a device was returned with the anvil bent upwards and in the closed position. The device was received with an ecr60g cartridge reload loaded on the device. The reload was received fully fired and in good visual condition. No further functional test could be performed due to the condition of the anvil. In addition, the anvil was noted to be damaged at knife slot area. The damage to the anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil knife slot area. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.